Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was it was reported that an 840 ventilator had a blank display with a graphical user interface (gui) printed circuit board (pcb) installed by the customer. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) had found the issue while installing software to the new gui pcb. To address the issue, the gui pcb was to be replaced. Evaluation and repairs have not been completed at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
To address the issue, the graphical user interface (gui) printed circuit board (pcb) was replaced by the customer. The replaced gui pcb was returned to medtronic/covidien for evaluation; however, the reported condition could not be confirmed. No fault was found with the returned gui pcb.